Event description:
The dental assistant reported that one handpiece is not holding the bur and is unsure of which handpiece. The bur fell out of the handpiece while in use in a pt's mouth. There was no report of injury to the pt.